Manufacturer narrative:
(B)(4). Date sent: 09/15/2021. H1: MDR decision = malfunction. Upon review of the information provided, it was concluded that the event does not meet the defined criteria for an adverse event. Why did the surgeon decide to convert to open vs. Completing laparoscopically with a new device? Procedure converted to open before cdh29p was opened.

Manufacturer narrative:
(B)(4). Date sent: 09/09/2021. D4: batch # 154a45. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. The device was received with staples present and no anvil. When the forward battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. When the device was fired in the lab into a test skin, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. With an engineering anvil installed and trocar extended, the anvil was pushed and pulled upon with no unusual behavior observed. The device was disassembled and adjusting mechanism inspected. Nothing unusual was observed with the adjusting rod or the adjusting knob. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. What were the indications for surgery? Rectal anastomosis did they confirm that the anvil was completely attached when closing the device? Yes why did the surgeon decide to convert to open vs. Completing laparoscopically with a new device? Procedure converted to open before cdh29p was opened where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Was it inside or outside of the scale when they lost compression? Middle-b, but when turning the rotating knob further down to gain more compression, stapler lost compression. This was still in the green gap setting scale. Was the device more difficult to close than normal? No did the patient receive any radiation or chemo? Not sure what is the surgeons experience when using the powered device? Very experienced where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unable to fire because compression was lost. Compression was lost going from middle-b to low-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Normally yes, but compression was lost before waiting 15 seconds were there any issues with firing? Unable to fire because compression was lost what confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? With the second like device yes. First one was not fired. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes 2 complete rings with second stapler were there any issues noted with staple formation? If so, please describe the shape and location. No

Event description:
It was reported that during a laparoscopic sigmoidectomy converted to open when cranking down on rotating knob whenever they got significant compression the knob would lose traction and they could not fire. It was if it had 'stripped a gear.' A new device was used to complete the case.